Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer¿s infusion sets kept coming loose and that the quick release was not holding. He stated that it has come apart twice since insertion. At the time of the incident, the customer said his blood glucose was 413 mg/dl and that his current blood glucose is 289 mg/dl. The insulin pump will not be returned for analysis. The infusion set will be returned for analysis.